Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two thousand nine hundred seventy-five (2975) non-vented high-volume inlets had particulate matters such as hair, fiber or black spot. This was discovered during inspection. There was no patient involvement. No additional information is available.